Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference number 3002808486-2019-01421. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Occupation: non-healthcare professional (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation and tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to extreme deep vein thrombosis (dvt). Patient is alleging device tilt and vena cava perforation. Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2013: "infrarenal ivc filter (gunther-tulip) placed without complications". Per the independent review of a (B)(6) 2017 CT of the abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter mid l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc series 2 image 41. Maximum distance prongs perforated 6 mm series 2 image 41 . Coronal images 5 degree tilt right to left series 6 image 45. Sagittal images 8 degree tilt posterior anterior series 5 image 66. Diameter of ivc directly above filter 26 mm x 27 mm series 2 image 31".